Manufacturer narrative:
A ge oec service representative investigated the issue and found a corrupt hard drive that was removed and replaced. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 flouroscopy system was reported as having lost 3 of 6 images from the image directory. Lost data found on download to pacs.